Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.